Event description:
Information provided states that the lateral spacer placed in the lower lumbar vertebrae broke during surgery. The surgeon removed part of the spacer resulting in a delay in the case.